Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needle was bending while in use.

Manufacturer narrative:
Samples received: 36 unopened pouches. Analysis and results: there are no previous complaints of this batch. We manufactured (B)(4) units of this batch. There are 36 units in our stock. We have received 36 closed samples. The needles of the samples received have been tested for bending strength and the results are into the current range for these needles: 24.75 nxcm in minimum. Current minimum bending strength for these needles: > 22.47 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.